Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and monarc and perigee were implanted. It was reported that the patient underwent another gynecological procedure on 02/03/2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision/removal of monarc sling and perigee on (B)(6) 2012 due to pelvic pain, dyspareunia and mesh erosion. It was reported that the patient had a loosened sling in office due to pain and urinary retention on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.